Manufacturer narrative:
(B)(4). Evaluation method - lot order search. Results: visual inspection of the returned product confirmed the tip of the cartridge was damaged and the optic of the lens was torn. There was evidence of a clear surgical residue. A lot order search was performed and there wer no similar complaints found. Conclusion - (unable to confirm): based on the complaint history, lot order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
The surgeon noted a crack on the cartridge as she was inserting the aa4204vl silicone single piece lens and the lens got stuck and tore as it was entering the eye. The lens was removed without any patient injury and another same model lens was implanted after replacing the cartridge.